Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The patient's blood glucose level was treated with insulin pump. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: portugal.